Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use event on (B)(6) 2024.infusion set has been used less than 12 hours. Skin adhesive aide was used at the area of insertion. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.